Event description:
Account alleged, the gas springs wouldn't unlock to allow the head section to be lowered.

Manufacturer narrative:
Technician replaced the gas springs to resolve this issue. Technician was unsure what caused the alleged failure of the gas springs. No pts were involved and no injuries were reported.